Event description:
Customer reported the insulin pump alarmed motor error during prime. Customer states the piston does not touch the reservoir and it alarms. Customer's blood glucose level was 250 mg/dl customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI, did have a CT scan but had taken the device off. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump seated at 1.0lb during prime alarm test and alarmed no delivery during excessive no delivery alarm test as a result of a hyper sensitive force sensor. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners.